Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was found expired by his sister on (B)(6) 2014. His family saw him on (B)(6) 2014 and he was reportedly doing quite well with no events or issues that may have led to his death. Myocardial infarction is suspected but no testing will be performed. There were no alarms when the sister or ems entered the room. The patient had one battery in his hand and the other battery was connected. The health professional reported that it sounded like the patient was switching power sources prior to his death.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months. The pump and system controller are not being returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full evaluation of the pump could not be conducted because the system was not returned to the manufacturer for analysis. The hospital staff believes that the patient expired due to a myocardial infarction on (B)(6) 2014. They noted that the patient was doing well prior to this event. Although it was reported that the patient was found with only one battery connected, no alarms were noted and this event did not appear to have contributed to the patient's outcome. The manufacturer¿s labeling explains that the pump will continue to function on just one battery; it is only when both batteries are disconnected that the pump will stop. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.